Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2019. If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product testing could not be performed since the lens has been discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that one complaint was received as part of this production order but is related to this complaint. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that the cartridge was broken. Additional information from follow up states that an non-johnson & johnson ((B)(4)) cartridge was used along with johnson & johnson intraocular lens(iol). The lens was partially inserted into the eye. Incision was enlarged to remove the iol from the eye. There was no patient injury. Procedure was completed successfully using back up lens. No other information provided.